Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit would not take readings and displayed a "gas module failure" message on the bedside monitor (bsm) while in patient use. No reports of patient harm. Investigation summary: the returned unit was received and thoroughly cleaned and decontaminated. During functional testing, the unit produced a loud noise upon power-up. The reported gas module failure was successfully duplicated and confirmed through system logs. The pump was determined to have failed and requires replacement. The reported issue was caused by internal gas pump failure due to wear/end-of-life, resulting in loud noise and gas module failure. Trending for similar issues and devices will continue to be monitored by nihon kohden (nk). The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/18/2025 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 12/30/2025 emailed the bme for the information in the ni list above: the bme replied, stating that the gas unit was connected to a bsm-6301a, although they did not know the serial number. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-631ra. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit would not take readings and displayed a "gas module failure" message on the bedside monitor (bsm) while in patient use. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit would not take readings and displayed a "gas module failure" message on the bedside monitor (bsm) while in patient use. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-631ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit would not take readings and displayed a "gas module failure" message on the bedside monitor (bsm) while in patient use. No reports of patient harm.